Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they had replaced the therapy cable in an attempt to resolve the issue but the failure remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.